Event description:
Customer reported a medication error where pharmacist incorrectly dispensed fiasp instead of novorapid, leading to seizures and seizure-like symptoms after commencing fiasp on (B)(6) 2025. During fiasp use, customer self-managed seizures on multiple days. Despite customer's blood glucose (bg) fluctuations, bgs were stable and within target after resuming novorapid on (B)(6) 2025. No permanent damage or injury has been reported.

Event description:
Customer reported a medication error where pharmacist incorrectly dispensed fiasp instead of novorapid, leading to seizures and seizure-like symptoms after commencing fiasp on (B)(6) 2025. During fiasp use, customer self-managed seizures on multiple days. Customer consulted with a neurologist and suggested the customer may have a functional neurological disorder (fnd), suggesting that the customer is prone to misinterpreting neurological signals and that the incorrect insulin may have been a trigger. Despite customer's blood glucose (bg) fluctuations, bgs were stable and within target after resuming novorapid on (B)(6) 2025. Reportedly, diabetes management was improved. No permanent damage or injury has been reported.